Event description:
Additional information was received on 14nov2019: the procedure being completed was pph (post partum hemorrhage) hemostasis. The blood loss volume prior to the device placement was 1200ml, and the blood loss volume after device placement was not measured.

Manufacturer narrative:
Ec method code desc - 5: communication/interviews (4111). Investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, specifications, trends, communication/interviews, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Visual examination confirmed the catheter was returned in used condition. The stopcock was not returned. A functional test was performed by inflating the balloon material with tap water. A leak was confirmed near the proximal end of the balloon material. There were no foreign marks, such as graspers marks, visible on the surface of the balloon material. Under magnification a puncture hole was visible in the balloon material causing the leak. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied - upon removal from the package, inspect the product to ensure no damage has occurred. Warns the maximum inflation is 500ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint was confirmed based on customer testimony and investigation of returned device. Cook has concluded unintended user error contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during treatment of postpartum hemorrhage following a natural delivery and using a bakri tamponade balloon catheter, the device was leaking. The balloon was placed by hand, inflated to 240ml, and bleeding continued. The balloon was then inflated another 60ml and bleeding still continued. The device was removed, and a leakage from the device was discovered. The procedure was completed by using a new same type device. No adverse effects have been reported due to the alleged malfunction. Additional patient and event information has been requested. At this time no further details are known. A follow up report will be submitted if additional information becomes available.